Manufacturer narrative:
Measure: this only impacted this specific device. Analyze: (B)(6) reviewed the open call. Case (B)(4) centration is superior with adequate suction and no noticeable eye movement. Capsulotomy has a clean breakthrough in frame #3 with no noticeable tags/adhesions. Fragmentation begins in frame # 13 and ak #1 begins in frame #32. No cause for anterior tear. Laser functioned as designed. Root cause: laser functioned as designed. It is possible that the tear may have occurred from surgeon instrumentation placement or while removing the lens.

Event description:
P1008 - anterior capsule tear issue: (B)(6) from (B)(6) center ((B)(4)) reported to (B)(6) on (B)(6) 2022 that on case (B)(4) dr. (B)(6) experienced an anterior capsular tear.